Manufacturer narrative:
Concomitant medical products: 5076-45 lead, implanted (B)(6) 2005.

Event description:
It was reported that the patient presented to the clinic with syncope due to loss of capture. The lead was determined to have fractured and demonstrated high and unstable thresholds and noise. The lead was capped and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.